Event description:
A pt rec'd a treatment on 11/23/96 in the nasolabial folds. On 11/24/96, the pt developed and presented with swelling, pain and redness which blanched with pressure, at the right nasolabial treatment site. On 12/04/96 the pt presented with a small, dark red spot with pus-filled center; the pain had resolved. The physician was unsure if the symptoms represented a hypersensitivity but believed they were related to the collagen. Oral tetracycline was prescibed.